Manufacturer narrative:
(B)(4).

Event description:
T was further reported that the patient's volume status was correct. The procedure started at 14 o'clock. The compression ratio of the closure device was 11-12%. The patient was in sinus rhythm at the time of the implant. There were no patient symptoms that led to the discovery of the embolized device and the patient has not been discharged yet.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The laa was oval shaped and was 19x24 in diameter. A 27 mm watchman ® laa closure device & delivery system was selected since there was not enough depth for a 30 mm device. The closure device was deployed and was positioned according to the directions for use and was stable. The angulation of the closure device was not as expected and the position was a little too proximal. The tug test was performed twice and the closure device did not move. All of the other release criteria were met, so the closure device was successfully released. A total of 8500 units of heparin were administered during the procedure. There were no patient complications the day of the procedure. The following day, the closure device had embolized to the left ventricle. It was successfully retrieved by transapical approach.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the closure device was removed by transapical approach. However, it was further clarified that the embolized device was left in the patient as the patient was doing well. Recently the patient came for a control, and the closure device is now at abdominal level. The patient did not have any heart failure or symptoms. They are now deciding how and when to remove the device.